Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was repositioned once, and the second time the helix of did not extend when viewed under fluoroscopy. Visual inspection outside the body confirmed. The physician attempted to extend the helix by turning it 25 times without success. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.